Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced a kinked cannula which led to high blood glucose level. They tried to treat it by changing the infusion set. Therefore, on (B)(6) 2024, she first went to the emergency room and was subsequently. The patient's highest blood glucose level was over 600 mg/dl. The infusion set was used for less than a day. During hospitalization, the patient received fluids of saline (unknown), insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2024, the patient was released from the hospital with no permanent damage.- unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.